Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device confirmed that the stent moved approximately 0.5mm proximally and was positioned over the proximal markerband. The hypotube shaft was kinked at various locations. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during crossing difficulty occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 18mm in length target lesion was located in the mildly tortuous, moderately calcified and 3mm in diameter left anterior descending artery. The lesion was predilated using a 2.5mm x 10mm unspecified balloon catheter. Then the 3.00mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed. No patient complications were reported and the patient's status is stable. However, returned analysis revealed stent movement on balloon.